Manufacturer narrative:
There was no device available for analysis. The reported patient symptoms of urinary incontinence is a known risk associated with implants of these devices as indicated in the instructions for use (IFU). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that a patient with an artificial urinary sphincter (aus) experienced urine leak without pressing the pump when sitting down. The patient confirmed that when the device is being used the bladder is emptied completely prior to the cuff closing. It was suspected that the positioning of the aus in the anatomy could have led to this leak; however, the patient was advised to follow up with the physician regarding the experience. In the meantime, the patient noted using a pad or liner to help with the situational leakage. No additional information was reported.